Event description:
It was reported that during an unknown procedure malformed staples were found after the first firing. The device could not fire at the third stroke of the second firing. Changed to a new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with two cartridge reloads present. The cartridge (b) was received fully fired. The cartridge (c) was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload (c) was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.